Manufacturer narrative:
The covidien customer support engineer (cse) confirmed the customer's stated reason of no ac power. The cse replaced the power supply. The unit passed all calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt), electrical safety tests and meets manufacturer's specs at the time of service. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator was experiencing loss of ac power and continual tripping of the circuit breaker. There was no pt involvement at the time of the event. The date of the event is unk.